Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported MRI guidelines were requested. The area to scan was the lumbar spine because the leads had dropped and were not where they were supposed to be. The patient had the implantable neurostimulator (ins) off because the therapy was not working for him. They wanted to do an MRI to see how the back looked and eventually do a revision to reposition the leads. During the call, the patient tried to use the patient programmer over the phone but reported only seeing a triangle. The patient did not report any other icons and could not get the patient programmer to work to show MRI eligibility. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.